Event description:
It was reported that during the stent assisted aneurysmal coil embolization procedure for the case of pcoma (posterior communicating artery) aneurysm, the physician placed the microcatheter to the lesion and prepared to deploy the stent inside the patient¿s anatomy. The physician felt resistance while advancing the subject stent inside the middle of the microcatheter and could not be advanced anymore. On withdrawing the subject stent, it got detached from the delivery wire and deployed prematurely inside the microcatheter. The physician removed the subject stent and the microcatheter out of patient vasculature and replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the stent assisted aneurysmal coil embolization procedure for the case of pcoma (posterior communicating artery) aneurysm, the physician placed the microcatheter to the lesion and prepared to deploy the stent inside the patient¿s anatomy. The physician felt resistance while advancing the subject stent inside the middle of the microcatheter and could not be advanced anymore. On withdrawing the subject stent, it got detached from the delivery wire and deployed prematurely inside the microcatheter. The physician removed the subject stent and the microcatheter out of patient vasculature and replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent delivery wire (sdw) was seen to be kinked. The sdw was seen to have the subject stent deployed from the distal tip. The subject stent and introducer sheath were both intact. During functional inspection, the returned microcatheter was flushed and in attempt to determine if the stent had deployed inside the microcatheter a 0.0160" mandrel was advanced through the catheter shaft and the stent was pushed out the microcatheters distal tip. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that after placing an microcatheter to the lesion and prepared to deploy a atlas stent, but during delivery into the microcatheter, the stent got stuck at middle of microcatheter and could not be advanced any more. The stent with the catheter was removed and replaced with new ones to continue successfully. Addition information received indicated that the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as not tortuous. The device was returned for analysis and the sdw was found to be kinked and the stent was deployed from the sdw distal tip. During functional testing preformed during analysis the deployed stent was removed from an microcatheter and was found to be intact, the introducer sheath was also confirmed to be intact. The as reported "stent difficult/unable to advance or pullback through catheter", 'stent deployed prematurely during use' as well as the as analyzed (aa) 'sdw kinked/bent', and 'stent deployed prematurely during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.